Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 125 ohms. Boston scientific technical services (ts) verified the patient's system that the impedance measurement was at 131 ohms. Further, the patient was checked and impedance measurement was at 101 to 122 ohms range. Ts had the field representative run paper while doing shock integrity test however, no morphology change on shock channel was noted. Ts further discussed possible causes and troubleshooting options. Moreover, the system continued to exhibit high oor impedance measurement. Additional information indicated that the patient will continue to be monitored at this time. The cause remains undetermined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the shock impedance measurements were 125 ohms. The rv pacing impedance and sensing measurements had decreased, but were not out of range. Troubleshooting options were discussed, but no further troubleshooting was performed, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.